Event description:
It was reported that the asymptomatic patient presented in clinic with intermittent undersensing of a ventricular tachycardia episode. Reprogramming changes were made. The patient condition is great.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.